Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 9.6 mmol/l. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was dropped in the bath tub, the insulin pump does not work properly, the device made funny noises, the display screen was black and they are unable to see what buttons are being pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.